Event description:
On (B)(6), 2012, the patient contacted animas alleging that the animas insulin is over delivering insulin and subsequently she had a blood glucose of 15 mg/dl. At 5:30 am, the patient reportedly had ems treatment with IV glucose. She quickly come to and was responsive within 30 minutes. Her blood glucose was resolved at 176 mg/dl and eventually 359 mg/dl. After the incident, the patient's doctor resumed the patient on the subject pump and reduced her basal regimen. There is no evidence that the pump was working improperly or that the device contributed to the patient's injury. The pump was reviewed. Through troubleshooting, the pump's time and date were reportedly correct. The pump's basal program was also confirmed to be correct and added up with the tdd. All boluses were delivered as programmed and added up with the tdd. No associated alarms were in the pump's history. The patient claimed that she was disconnected during priming. The patient's husband confirmed that the pump was not exposed to an MRI, CT scan, or xray. This complaint is being reported because the patient received medical intervention for hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the reported event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.